Event description:
Healthcare professional reported approximately 6 months after injection with juvederm voluma patient developed "important oedema" and nodule. Patient was treated with cipro, prednisolona, and was provided another type of intervention that was illegible. Symptoms resolved 3 days later.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema and nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.